Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and stroke. The date of the event was unknown. It was reported that post-operative the patient was septic, and the cause was unknown. Cerebrospinal fluid was cultured, and no infection was found; only high protein count. The pocket fluid was tested and no infection. The infectious disease hcp wants the pump explanted. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue was resolved. Patient status was alive - no injury. Patient weight medical history were asked and will not be made available. No further complications were reported.